Event description:
Customer reported via phone, the insulin pump alarmed compromised force sensor system and insulin keeps shooting out. Customer was attempting to prime when alarm occurred. Customer doesn't know his blood glucose level at the time of the incident. The device was not dropped or bumped. The drive support cap was reported protruded and he doesn't recall pressing it in. Customer doesn't have a belt clip and carries device in his pocket. Customer was advised to discontinue use of the device, revert to back up plan, and device needed to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump was received with minor scratches on the display window and a missing end cap sticker.